Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. The doctor also implanted the replacement ipg at a new pocket site. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing pain at their ipg site. In turn, x-rays and labs were ordered but the results are unknown. It was also reported the patient has not maintained their ipg as recommended. As a result, the patient may undergo surgical intervention.